Manufacturer narrative:
At this time, the lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) exhibited high impedance measurements of greater than 2,500 ohms, and a fracture was reported. However, the location of the fracture was unknown, and an x-ray had not been performed. It was noted that the patient was in atrial fibrillation (af). The lv lead was subsequently programmed off. No adverse patient effects were reported. The lead remains implanted.